Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchoseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the synchroseal instrument failed. It stopped sealing, cauterizing/cutting tissues during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected after use, apparently there was no damage to the instrument. The surgical task was the sealing of the vessels in a bariatric bypass surgery. The instrument did not seal the vessels for which it was intended for use. The customer did not know about any arcing. The synchroseal instrument did not work at all during the procedure. It was in use for about 30 minutes. No errors occurred when the issue occurred. The customer could not remember if there was a continuous tone while the pedal was pressed. No tissue effect was observed. Tissue was cut and not fully sealed. The cut was made exactly where the sealing problem was evident. Target tissue was no under tension during sealing/cutting. The vessel was not greater than 5 mm in diameter. There was no evidence of vessel calcification. The tissue was not exposed to radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple or other metal object when the issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue prior to or during sealing. There was no bleeding experienced by the patient. The surgeon could not explain the issue as it was the first time using it. The instrument is available for return and already shipped. No images/videos carried out.

Manufacturer narrative:
The synchroseal instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis could not verify external event. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed the energy recognition test and the cut and seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.